Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged acute hypoxia, obstructive sleep apnea, glaucoma in left eye, brain fog, confusion, lethargy, fatigue, persistent headaches, sinusitis, rhinorrhea, congestion, sore throat. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously incorrectly reported this as a product problem only. After review manufacturer found this is a adverse event.

Manufacturer narrative:
Additional information was received on aug 19, 2022 and section h11 should be reported as: in intial report the manufacturer was submitted incorrect h11, it should be reported as the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient previously alleged brain fog, confusion, lethargy, hypoxia, fatigue, persistent headaches, sinusitis, rhinorrhea, congestion, sore throat which was most severe upon waking, persistent coughing, shortness of breath experienced until discontinuation at the end of (B)(6) 2021, elevated intraocular pressure, visual impairments, and cognitive deficits. Additional information was received about the allegation of visualisation of particles. The manufacturer previously submitted MDR with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event (the product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected. Section e1 and b7 has been updated in this report which was missed to update in the previous report.